Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to treat a thrombus in the patients right superficial femoral artery (sfa). The patient is reported to have had an area of layered stents in the sfa. This was observed on angiogram. The physician decided to drip thrombolytics overnight via a non-medtronic catheter. The patient was brought back the next day but residual thrombus was observed. A non-medtronic aspiration catheter was used but did not get all thrombus out so a 5mm pta balloon was used. Two non-medtronic distal embolic protection devices were tried but were unsuccessful and never entered the body. A spider fx distal embolic protection device was used with a 7fr 45 sheath and was inserted for the rest of procedure. When the physician attempted to retrieve the spider, the retrieval catheter became stuck on one of layered stents that were in patient from previous procedures. A part of spider was left in the patient as it became stuck on the stent and broke off in the retrieval process. It is unknown if the stents were damaged due to residual thrombus as the physician was unable to visualise them due to the thrombus. As the piece of the spider could not be removed the physician decided the patient would need surgery to remove the spider and have a fem pop bypass surgery to regain patency of the artery. The 7fr 45 sheath was removed and replaced with a 7fr 10cm sheath and the patient was transferred for surgery. The patient coded on the operating table thus, the procedure was never completed. The patient was transferred to the intensive care unit(ICU) and decompensated. The patient passed away 5 days post procedure.